Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose was 60 mg/dl. The customer was treated with food. The customer's stated thinks the low blood glucose was caused by her health care providing changing her settings. The customer's also mentioned that patient had a high blood glucose that was caused by her pump no longer having the correct settings because of external flash error alarm. The customer reported via phone call indicating that the insulin pump alarm extern flash error. Customer's blood glucose at time of incident was 60 mg/dl. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with unexpected blank display after full segment display; the problem is isolated to the mother board. Unable to confirm e15 or perform displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to unexpected blank display. The insulin pump had with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.